Manufacturer narrative:
Analysis found that a partial lead (only the connector portion) was returned in one piece measuring 12.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05808. Related manufacturer report number: 2017865-2020-05809. Related manufacturer report number: 2017865-2020-05814. It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.